Event description:
It was reported that there was a hole in the catheter. A 7.3 flexima apdl was selected for use. Upon preparation, it was noted that the stiffener of the trocar set breached the catheter as it went through the locking loop. Consequently, a large hole was further noted on the device. The procedure was completed with another of the same device. No patient complications were reported.